Manufacturer narrative:
A biomed from the facility performed an evaluation of the machine. Functional testing determined that the reported symptom was attributed to a failed ac power pack. The biomed replaced the component, the device functioned normally and was returned for use.

Event description:
It was reported that: while the device was ventilating a patient, the user heard a popping sound and the ventilator stopped functioning. The patient was manually ventilated and transferred to another ventilator. No patient injury.